Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, and a power-on self-test. The power-on self-test and visual inspection identified the damaged central processing unit board. The board could not be replaced as the parts were not in stock. The device was swapped to resolve the condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit board. No additional information is available.